Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, after deployment, the clip assembly failed to release from the delivery catheter. Reportedly, the cable was broken and the clip was released but the sheath did not detach. The procedure was completed with another resolution clip. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay. Additional information: the cable had to be broken and the clip was released but the sheath did not detach. The procedure was completed using another resolution clip.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure.according to the complainant, during the procedure, after deployment, the clip assembly failed to release from the delivery catheter. Reportedly, the user was able to break the clip in order to release it.no patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
The lot number was reported as ml000229c2. The expiration date is january 31, 2015. The manufactured date is february 3, 2012.